Manufacturer narrative:
The hill-rom technician found the user control board coil wire assembly needed to be replaced. Per the hill-rom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hill-rom technician replaced the user control board coil wire assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed would drift up by itself. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).